Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was identified as requiring replacement. The customer was informed that this part was longer available through ge due to the age of the system. The system was not repairable.